Event description:
User facility reported that the device was in use with pt to deliver diamorphine and nozinan. According to reporter the infusion was started at 10:05 am. During pt bathing the pump was accidentally submerged in water. According to report when the pump was checked at midday (time not confirmed) the syringe was empty (infusion completed earlier than expected). According to report, the pt was given a dose of naloxone and then an infusion of naloxone. No permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.